Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital due to long term effect/complication of diabetes. The contact was unable to provide further information. Although multiple attempts were made to contact the customer for additional information, the cutsomer did not reply to the requests.